Manufacturer narrative:
Eval summary: device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation.

Event description:
The device was received with no identifying complaint info. Upon analysis, it was determined it was a reportable event. No further info regarding this device is available.